Manufacturer narrative:
Correction. MDR canceled. After further evaluation of the complaint, it has been determined that the previously submitted report: 1911916-2026-00105 was sent in error. This event was previously reported via MFR#: 1911916-2026-00106.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Her customer noticed droplets inside of the 50 ml syringes, even though they are stored in a dry place.